Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, the device jaws locked on tissue, they were able to pry open the jaws and remove device from tissue. They used another like device to complete the procedure. There was no patient injury.